Event description:
Early july, the patient with suspected cuff leak requiring tube exchange. The next day once again, patient with suspected cuff leak- ett exchanged while in the or after anesthesia assessment. Different brand of tube utilized by anesthesia. No further leak detected. Product with suspected cuff leaks: halyard microcuff endotracheal tube. Lot# um6046xxx ref # 35212.